Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implantation procedure, lens got stuck in the injector. The procedure was completed on the same day. Addition information received and stated in the surgeon¿s opinion, the faulty injector contributed to or caused the event. The tip of the pre-loaded device was in contact with the patient.